Event description:
It was reported that the patient experienced nocturnal low glucose events of unclear cause while using the ilet system, and troubleshooting and education were completed with oral glucose administered as treatment. Symptoms included hypoglycemia. Outcomes included an urgent low glucose event. Investigation included case assessment and user troubleshooting. Investigation of this case revealed no device malfunction reported or confirmed and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.